Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. No moisture damage noted on the electronic stack, motor, battery tube or vibrator assembly. The pump was received without a belt clip therefore unable to confirm the damage. No foggy display window noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was damaged. The mother states the pump was damaged at the lcd screen and was foggy. The customer's blood glucose level was unknown. The mother states the pump can barely be read. The customer was advised the pup would be replaced and returned for analysis.